Manufacturer narrative:
On (B)(6)2020 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Additional event information: on 3/6/2020, additional information about the event and patient was received. It was reported that during the ablation phase of procedure, while ablating the right ventricle outflow tract (rvot) an acute cardiac tamponade was confirmed. At the fifth ablation, there was a cut-off on the smartablate generator due to high temperature warning. The smartablate generator was set to temperature control mode with a cut off value of 43 degrees c and a power of 40 watts. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow for the irrigated catheter was set at 30 ml/min. The force visualization features used included dashboard and vector. Device evaluation details: on 3/18/2020, the device evaluation was completed. The first visual inspection was performed and the device was visually inspected and it was found in good conditions. Second visual inspection was performed and t was found in good normal condition. Then, a deflection test was performed and it was found within specifications; the catheter was deflecting correctly. The catheter was also tested for electrical performance and stockert compatibility and it was found within specifications. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Irrigation and patency test were performed and it was found within specifications, the catheter was irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade. During the procedure, while ablating the right ventricle outflow tract (rvot) an acute cardiac tamponade was confirmed. Reminder of the procedure was aborted. It is unknown if medical/surgical intervention was provided. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.